Event description:
The advocate stated the customer's glucose was tested using his contour meter and received readings of 500 and 135 mg/dl. The customer's glucose was retested using another contour meter and that reading was 35 mg/dl. The difference between the readings falls in the "d" and "e" zones of the consensus error grid, making the difference clinically significant. At the time of the tests, the customer was sweating and delusional according to the advocate. The advocate did not know what type of treatment the customer received, but he was most likely treated with glucose. The customer did not have control solution, so troubleshooting was not possible. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.